Manufacturer narrative:
The technician checked the bed and found the bed functioned as designed, no repair needed.

Event description:
The account alleged the bed exit alarm is not functioning. No pt impact.